Event description:
It was reported that intermittent occlusions alarms occurred leading to the customer being hospitalized. The customer reverted to an alternate method of insulin therapy. Customer declined to provide additional details on hospitalization.